Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they would feel a burning sensation in their implant when charging their ins and sometimes even when they are not charging their ins. Patient stated they have been experiencing this for a while now specially while charging and they would sometimes feel a sharp burning pain shooting down. Patient also stated that they would feel like water is flowing over their legs as if they peed themselves. Patient stated that the burning sensation was around their implant site, and they feel like it was the implant not the recharger causing the burning sensation because they would feel it deep inside their implant site. Agent reviewed hcp role and redirected patient to their hcp. Patient will also try to turn therapy off and see if it that would make a difference with what they were feeling.